Event description:
It was further reported the reference vessel diameter was 4.3, not 4.5mm as previously reported. The site reported an event of bradycardia occurring during the index procedure. The patient was treated with levophed, and the event resolved without residual effects. The patient was discharged 2 days after the index procedure, not the next day as previously stated.

Manufacturer narrative:
(B) (4)

Event description:
(B) (6). Same case as 2134265-2010-01269. It was reported that during a carotid artery treatment procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 4.5 mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 30%. The site has reported that during the procedure, the patient experienced hypotension. The patient was treated with medication and IV fluids and the event was considered resolved without residual effects the next day and the patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).